Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection by the naked eye found that the product out of packaging and showed adhesive tape with a black particulate matter on the housing of the product. The reported condition was verified. An infrared analysis of the particulate matter was performed; however, it did not allow any clear indication of the type of material. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before use with a theranova 400 dialyzer, a particulate matter was observed inside the head of the dialyzer. There was no patient involvement. No additional information is available.